Manufacturer narrative:
Continuation of d10: product ID b3400095m serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type extension product ID b3400095 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that laboratory testing showed no particularity. The patient has recovered and healed well. The scars were clinically cleaned and non-inflammatory. The issue resolved without sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that implantation of a new entire system was done on (B)(6) 2024.

Event description:
It was reported that since (B)(6) 2024, the patient presented with the following infectious conditions: a septic picture with hypothermia at 35.3°c, inflammation and disunion of the subclavicular scar. Céfépime and daptomycine were administered. Examination on (B)(6) 2024 found the abdominal scar and subclavicular scar were inflamed along with palpating a fluctuating collection opposite of the abdominal scar. Surgical observation found puncture of the subcutaneous collection of the abdominal device, yielding 10 cc of purulent fluid. The implantable neurostimulator (ins) and extension were explanted and not replaced on (B)(6) 2024. The issue was ongoing.

Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.